Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Subsequently, the customer went to the hospital and was admitted to the intensive care unit due to diabetic ketoacidosis and a blood glucose (bg) level of 349 mg/dl. Customer was treated with long acting insulin. At the time of the report with tandem technical support the customer was still in the hospital. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.